Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient who reported that about a week ago they first started to notice their ins moved slightly. Pt said now as of yesterday the ins was no longer on the right side of their back. Pt said the ins has moved towards the middle and left side of their back, and had turned along with starting to move down. Pt said they saw the np at the healthcare provider (hcp) office, but the np didn't check the ins and only said that would mean surgery. Pt said they thought stim was still working, but was worried about the ins moving so much. Pt had left a message for their hcp and the reps, but had not heard back yet. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pss emailed fyi to field team in pt's area. The patient mentioned unrelated medical history including pt was also working on getting a mammogram scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was implanted with an implantable neu rostimulator. It was reported that the physician's office will reach out to the patient. It is unknown what external factors may have caused or contributed to the ins moving. The doctor has not determined the cause, as they have not seen the patient yet. It is unk nown if the issue is resolved. Pt weight is unknown.